Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-jan-2018, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.1 and 2.2 had no power. The field service engineer replaced both drawer boards and the rear pyxis controller board to resolve the issue and verified proper operation through the inventory application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not communicating and appeared completely nonfunctional, with a black screen. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer also unplugged and plugged the power cable and inspected the back panel without improvement. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.